Manufacturer narrative:
No physical product was returned. Data logs were reviewed and a placement signal not reliable alarm was confirmed. Additionally, a defective lamp alarm was found after the pump was disconnected. This is a known failure related to automated impella controller. There was no defect found with the pump. The device passed all the post sterile inspection checks.

Manufacturer narrative:
No physical product was returned. Data logs were reviewed and the placement signal not reliable alarm was confirmed. The placement signal not reliable alarm was the result of a failed or failing bulb in the optical bench lamp assembly.

Event description:
The complainant reported that the placement signal disappeared during impella cp support. A placement signal unreliable alarm appeared as a result of the failure. The audio was subsequently disabled and the decision was made to continue with support. The staff was made aware of signs that would indicate the pump may need to be replaced. Upon further investigation, it was discovered that the console may have caused/contributed to the event via a potential defect lamp.

Manufacturer narrative:
The impella device was not received from the customer, but the event logs were received. Therefore, the investigation of the device is not possible, but event logs evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed. This report represents the pump. The related manufacturer device report number 1220648-2025-45828 represents the automated impella controller.